Event description:
New information received notes that programming changes were made. The patient will continue to be monitored.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a routine follow-up, crosstalk was observed. Patient was asymptomatic. Programming changes were recommended. The patient will continue to be monitored with regular follow-up.